Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed. The ir receiver was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system was intermittently slow to boot prior to a case. Also, it was difficult to enter patient data from keyboard. No patient injury was reported.